Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department, the customer's report was verified. It was determined that the batteries used at the time of the report were not recommended by zoll for use with the zoll AED plus device. Labeling of the device states "use only type 123a lithium manganese dioxide batteries from recommended manufacturers." This report has been closed as user error. The customer declined repair of the device and the device was returned to the customer labeled "not for clinical use." Analysis of reports of this type has not identified an increase in trend.